Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation the implantable cardioverter defibrillator (ICD) displayed a high voltage circuitry diagnostics alert. The patient had open heart surgery the day of the alert. The ICD was reset after contact with tech services. The patient was in stable condition.